Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges chair allegedly fell off of a ramp with the consumer in it.

Manufacturer narrative:
The device was able to negotiate (climb, descend, stop) a 7.5 degree incline as per specification. With this, there is no evidence to suggest the device was the cause of the alleged event and user error seems likely.

Event description:
Provider alleges chair allegedly fell off of a ramp with the consumer in it.